Event description:
It was reported the procedure was being performed in the cath lab. When the physician was removing the device, the orange inner lumen broke off. There was no delay in treatment and no pt death or complications reported.

Manufacturer narrative:
(B)(4).